Manufacturer narrative:
Per tandem's t:slim user guide: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not provided. The customer reported being able to reload a cartridge resolving the occlusion alarms. Reportedly, a pump supply change was performed every three days. As the occlusion alarms occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions could not be performed. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.